Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor. The insertion complaint could not be confirmed since the sensor was returned without its needle.

Event description:
It was reported via phone call that the sensor needle broke off inside of the serter. The patient's blood glucose at the time of incident was 80 mg/dl. The sensor was returned for analysis.